Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the proximal end of the crimped stent damaged and raised distally from the stent profile. The bumper tip of the device showed signs of damage to the distal edge of the tip. The type of damage evident is consistent with resistance being encountered during advancement of the device. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the proximal portion of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found several outer kinks in various locations along the length of the extrusion shaft. This type of damage is likely to have been caused by excessive tensile forces being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-mar-2016. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right posterior descending artery (pda). A 16 x 2.25 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a 2.25x15 non-bsc stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed proximal stent damage.